Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The device failed the internal leakage test during the pre-use check (puc). The pressure transducer test and the safety valve test were also reported as failed during the puc. Our field service engineer investigated the unit on-site, to solve the issue, the inspiratory pressure transducer printed circuit board (pcb) was replaced. After the pressure transducer pcb replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The replaced inspiratory pressure transducer pcb was returned for further investigation. There is no provided log to confirm the reported issues. The returned pressure transducer pcb was placed in a ventilator for simulated use testing and failed the puc during the internal leakage test and the pressure transducer test sequence; during simulated ventilation, the ventilator triggered alarms indicating expiratory minute volume: low and airway pressure high. The zero-pressure voltage was measured and exhibited a significant offset drift. When measuring the wheatstone bridge, no imbalance was found. Additionally, a microscopic investigation was performed, where no dirt, debris, or particles were found inside the pressure sensor's cavity that could impact the pressure sensor's measurements. The pressure sensor was replaced and the pressure transducer pcb passed multiple pucs and shows now deviation during ventilation for few hours; this confirming that the reported issue is due to a malfunctioning pressure sensor and not to the electronics on the pcb. Our investigation has concluded that the reported problem is due to a broken pressure sensor on the pressure transducer pcb. The cause of the broken pressure sensor has not been determined. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).